Manufacturer narrative:
This is a cross-reporting case from germany.

Event description:
In this event, the user was experiencing feedback issues with his hearing aids. He went to a hearing care professional, who tried to fix the issue by closing the vents of the hearing aids. Shortly after seeing his hcp, user's left ear began to bleed and he went to the doctors. Doctor identified that the user's eardrum was injured. User is scheduled for a follow-up appointment with doctor. Results of technical investigation: analysis on returned hearing aids showed that modeling part has been performed as per standards of good workmanship. During visual inspection, investigator has noticed signs of modifications by hcp, ventilations were blocked and removal string was replaced with a longer string in the right side.. The hearing aids were manufactured as per order specification; with ventilation 1.0 mm in both. Investigator didn't notice any blood on left or right hearing aid. Shape of both hearing aids has been compared to the 3d design and no deviations noticed; both sides were printed correctly, no additional material, no sharp edges or any shell alterations, bumps, canal extension, etc. In addition, both hearing aids have been fitted into silicon forms made of the original impressions and fitting was correct, without any pressure points - especially in the canal tip area, which has been tapered sufficiently. Considering all gathered information, investigator couldn't find any fault that would be related to the manufacturing processes.